Event description:
Ous MDR - after an implantation duration of approx. 10 months, it was reported that the lead was explanted due to impedances >3000 ohms. Insulation damages were observed during the explantation procedure.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually and electrically. During the analysis of the lead, it was detected that the insulation of the lead body had been massively damaged by squashing about 28 cm distal of the is-4 connector pin. The coil was broken at that site. This damage manifestation can with high probability be regarded as the cause of the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Further inspection showed cuts in the insulation and that the tip electrode had been pulled out of the adhesive connection of the ring electrode. These damages are most likely a result of the explantation. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.